Event description:
It was reported that during a da vinci-assisted general surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) reported that the erbe was encountering a repeated error c-34. The customer tried to power cycle the erbe and connect the erbe to its own dedicated outlet with no change. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were placed when the issue was first identified. The system functionality was checked upon powering up and it initially did power on without errors. The surgeon was able to finish the procedure using just bipolar energy. The procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced erbe generator to address the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was placed on an in-house system and was run in normal mode. Failure analysis confirmed/replicated the reported error on the erbe generator.